Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. The first inflation was done at 10 atmospheres and the second inflation was done at 12 atmospheres. However, during the third inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed a different device. No patient complications were reported and the patient's status was good.